Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not keeping am and pm. The patient reported that his blood glucose levels went as low as 2.1 mmol/l with shakiness and he happened to notice that the pump time and date were incorrect; the patient reported treating the low with oral carbohydrate. The patient stated that since receiving the pump, the pump did not retain the time and date. The patient stated that when setting up the time and date, he would program pm and confirm and then the home screen would show am. Customer support walked the patient through changing the time. The patient was contacted on (B)(6) 2012 and the patient stated that the pump did not retain the time. This report is made based on the allegation that the patient experienced hypoglycemia associated with the pump not retaining the correct time and date.